Event description:
Healthcare professional reported left side intracapsular rupture, capsular contracture, baker grade IV, and "benign micro cysts, with plaques of silicone in the armpit of up to 20 mm". An ultrasound confirmed the rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side intracapsular rupture, capsular contracture, baker grade IV, and "benign micro cysts, with plaques of silicone in the armpit of up to 20 mm". An ultrasound confirmed the rupture. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture, capsular contracture, baker grade IV, and ¿plaques of silicone in the armpit of up to 20 mm¿.

Event description:
Healthcare professional reported, left side intracapsular rupture. Capsular contracture, baker grade IV. And "benign micro cysts with plaques of silicone in the armpit of up to 20 mm". An ultrasound confirmed, the rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. Capsular contracture: unable to observe, since it is not related to the device. Cyst: unable to observe, since it is not related to the device. Silicone migration: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed.